Manufacturer narrative:
Model number/catalog number 72400024; serial number (B)(4); batch/lot number 166485010; (B)(4); description balloon fgs 61-70 cm; expiration date 02/21/2022. Manufacturer date 08/06/2018. Model number/catalog number 72404127; serial number (B)(4); batch/lot number 170304005; (B)(4); model/catalog description control pump fgs iz; expiration date 03/28/2018. Manufacturer date 02/21/2017.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was replaced due to recurrent stress urinary incontinence when physical movement or activity. The patient had recurrent sui due to the cuff size is bigger than his urethra size which had decreased.